Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up, issues resolved on its own. No additional treatment needed.

Manufacturer narrative:
With limited information, the root cause could not be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reports slow re-epithelization in a patient's left eye 7 days post photo refractive keratectomy (prk). Patient complains of blurred vision. Cornea is healing slowly. Upon follow up, issues are reported to be resolved.